Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels. However, the exact value was not provided. The customer stated elevated bg level was due to lower intestinal infection. The customer delivered a manual injection and delivered a bolus; however, bg level did not lower. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. Multiple follow up attempts were made in an attempt to perform a system check and obtain additional information. However, the customer did not respond.